Event description:
It was reported that t:slim x2 pump battery did not charge reliably and charging connection was unstable due to visibly damaged usb port, although pump did not shut down and could still be turned on. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support provided charging and storage mode instructions, confirmed shipping details, and arranged shipment of in-warranty replacement pump with updated software, instructing customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement device.